Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently depleted quickly. Additionally it was reported that pump is not detecting the newly installed cartridge. There was no reported impact to the customer's blood glucose. Customer declined troubleshooting with tandem technical support.